Event description:
Upon investigation 04/06/2009, manufacturer's domestic evaluations lab found lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.